Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation. A review of the log for the prograsp forceps instrument associated with this event was performed. Per logs, the instrument was last used in a subsequent procedure on (B)(6) 2026 on system sk8386. The product had 14 uses remaining after last use.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the surgeon inadvertently perforated the renal artery during dissection. While attempting to control the injury with the prograsp forceps instrument, the aorta was accidentally perforated, resulting in significant bleeding. The procedure was immediately converted to open surgery to repair the aorta. When attempting to move the patient side cart (psc), it was found to be immobile. After consulting with an intuitive surgical inc. (Isi) technical support engineer (tse), it was noted that not all of the instruments and cannulas had been removed from the psc. Following the removal of instruments and cannulas, the psc was successfully moved away from the operating room table and functioned as designed. The estimated blood loss was reported as multiple liters, and the patient required a transfusion of 10 units of blood. Following the completion of the procedure, the patient was transferred to the intensive care unit (ICU) in stable condition. By postoperative day 3, the patient developed multi-organ failure; however, the patient's current status is unknown. Additional information has been requested; however, no response has been received.